Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage on the occluder of the cycler during use with a homechoice cassette. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.